Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunction reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report of a snapped up/down angulation cable. This issue does not indicate an MDR reportable event. However, an MDR reportable failure was identified during testing at the service center. During inspection, white powder, like debris was found inside the air/water tubes on the light guide tube side. There was no patient involvement.